Event description:
Sales rep reported that the guide is extremely flimsy and can't manipulate correctly and then can't get anything down the guide. Slid anchor down guide and once position was achieved, anchor would only advance about 1/3 of the way into hole, which forced them to use a mallet. The handle slid down the inserter shaft, which caused handle to butt against guide with anchor only 1/3 of the way in so you couldn't advance any further. Removed guide and inserter with anchor about 2/3 proud and then put inserter back into the anchor without the guide; gave handle 3 more taps with malet and the anchor split into 3 or 4 pieces. The surgeon pulled the pieces out with biter and able to shave the anchor down with shaver and then the doctor used competitive anchors without an incident. It is unknown how long of a delay was experienced however, a significant (>40 minutes) delay was not reported.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.